Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Concomitant product: model number/catalog number: 5101, serial number: (B)(6), batch/lot number: ax1g198429, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) contacted the clinic to report that the device had been turned off by the physician due to discomfort. The patient subsequently underwent a replacement procedure, during which the physician reported that the lead had migrated and was contributing to the discomfort. No further patient complications were reported.